Event description:
The physician successfully deployed a complete self expanding (se) peripheral stent to treat a lesion in the popliteal artery. The lesion was pre dilated. During removal of the delivery system from the patient, the proximal end of the delivery system caught on the proximal stent strut. No attempt was made to recapture the stent and the stent moved during the removal of the catheter. The tip caught on a strut and pulled the stent down. No intervention was required to remove the catheter and the stent delivery system was successful removed and was not removed at an acute angle. The stent was optimally positioned across lesion and there was nothing unusual noted around landing zone. No patient injury or clinical sequelae were reported for this event.

Manufacturer narrative:
Evaluation: results: no results available since no evaluation performed (device or procedural images not provided for review). Unapproved use of the device (use of the device in the popliteal artery constitutes off label use). (B)(4).